Event description:
Primary surgery - the surgeon requested the screw # 010-55-035, lot # 009a1037, while putting it into the hemispherical shell he twisted the screw. He removed the twisted screw and requested another size 010-55-030, he broke the screw and part of item# 010-55-030 remains in the patient. The lot number cannot be determined because the broken one was immediately replaced with a new one. Both lot numbers are: 007a1071 and 00a1077.

Manufacturer narrative:
During the primary surgery the screw used in the hemispherical shell twisted and a second screw broke. There was no delay in surgery and another suitable device was available for use. The primary surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed two prior complaints on the incident cancellous bone screws. One of these was a revision surgery for reasons unrelated to the bone screw. The other was to report that a screw shorter than 30mm was found in the package for a 30mm screw (part number 010-55-030). The root cause for the incident could not be determined with confidence since the incident products were not returned to djo surgical. The potential causes for this event include, excessive torque or high loading of the screw beyond the limits of design, improper installation, and inadequate preparation of the bone prior to installation of the screw. The cancellous bone screws are made up of ti-6ai-4v eli per astm f136. Per the surgical technique, the screws are inserted using the universal joint screw driver and/or the modular straight hex driver, in conjunction with a straight ratcheting handle. If the surgical technique is followed correctly, powered screw drivers are not used for the placement of screws in the acetabular shell. There are no indications from the device history records that show a material, design, or manufacturing deficiency in the product.